Manufacturer narrative:
Three good faith efforts were made to obtain additional information through medical device incident report (mdir) questionnaire, micro test results and reprocessing declaration form. However, no response received. The device was returned. An incoming inspection revealed presence of foreign material inside the channel tube. Distal end unit replacement, light guide tube replacement, control body unit replacement and scope connector unit exchange was recommended. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonoideoscope failed the micro test multiple times. The scope was tested and micro organisms of varying growth were detected. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.